Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. As mentioned in the complaint description the ventricular channel showed loss of capture. No further peculiarities were observable. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - it was reported that this lead as well as the atrial lead showed loss of capture shortly after the system was implanted (competitors device). A revision took place on the same day and the leads check with an external device showed electrical values within range. The physician decided to exchange the device.